Event description:
It was reported to boston scientific on 3/31/2010 that while using the chilli ii catheter the customer experience the following: "on two of the chilli ii/tc/7.5/110/2.5/lrg devices the curve broke in the left ventricle the procedure was retro grade access. Removed went in with the third device retro grade access and this one had a bulge in the distal tip, because of the bulge they could not withdrawal the catheter through the long sheath; the result was they had to pull out the catheter/sheath assembly and discontinue the case because the patient was anticoagulated."

Manufacturer narrative:
Device was received, a follow-up report will be submitted once investigation is completed.

Event description:
On two of the chilli ii/tc/7.5/110/2.5/lrg devices, the curve broke in the left ventricle the procedure was retro grade access. Removed, went in with the third device retro grade access and this one had a bulge in the distal tip, because of the bulge, they could not withdraw the catheter through the long sheath; the result was they had to pull out the catheter/sheath assembly and discontinue the case because the patient was anticoagulated.

Manufacturer narrative:
Visual inspection of the returned product revealed the condition of the catheter was consistent with the event description. The sheath that was used during the procedure was not provided for analysis. During the as received visual inspection of the catheter, the distal shaft tubing was bent near the butt bond area, and was twisted about 2.5 turns along the distal shaft. Additionally, the proximal shaft was observed to be bent at several locations along the length of the shaft. During functional curve check, both the right and left steering curves did not meet the specification and they also steered out of plane. The distal shaft tubing was dissected and the cooling lumen and electrical wires were found to be twisted about 2 turns around the kevlar assembly. During DHR review for this batch number, there was 1 unit scrapped for no steering. This complaint has been identified as a patient injury complaint because the patient had to be given protamene in order to reverse the anticoagulated condition of the patient. When the third chilli ii catheter could not be withdrawn through the sheath due to a bulge in the distal shaft, the anticoagulated condition of the patient had to be reversed in order for the sheath/catheter system to be removed from the patient. Follow-up information from sales representative identified that the doctor successfully completed the ablation procedure. There were no reported injuries to the patient and although the third chilli ii catheter used during the procedure could not be withdrawn through the sheath due to a bulge on the distal shaft of the catheter, the ablation procedure was completed successfully. The original event description and additional information that the procedure was discontinued or terminated was inaccurate. The first two chilli ii catheters that were also reported in the event description were able to be removed and replaced, therefore, they did not contribute to the bulge in the third catheter that prevented it from being withdrawn from the sheath. Investigation into this complaint has determined that the most probable root cause for this complaint is user error. The chilli ii catheter directions for use contains the following precaution statement for the user: "the chilli ii catheter is highly torquable. Avoid overtorquing. Over-rotating the handle and catheter shaft may cause damage to the distal tip or catheter assembly. Do not rotate the handle and catheter shaft more than 1 1/2 full rotations (540°). If the desired catheter tip position is not achieved, adjust the catheter's curve to disengage the catheter tip from the heart wall, before resuming rotation of the handle and catheter shaft." As described in the product analysis above, the distal shaft tubing was observed to be bent and twisted about 2.5 turns. Dissection of the distal shaft also confirmed that the cooling lumen and electrical wires were twisted around the kevlar assembly about 2 turns. The twisted material in the distal shaft tubing created bulges in the distal shaft that most likely prevented the catheter from being withdrawn from the sheath.